Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On approximately 08/21/2025, the cgm was consistently showing 126 mgdl, however, she was feeling high symptoms for a few days (abdominal pain, diarrhea fatigue, and thirst). She didn't use her bgm at home to compare the readings and no self-treatment done as she was thinking it will subside. She then decided to call an ambulance on (B)(6) /2025 at 1am because she could not bear the symptoms anymore. At the emergency room (ER) they did a fingerstick and showed more than 500 mgdl while the cgm was at 155 mgdl. They did blood work and she was diagnose with diabetic ketoacidosis (dka) and she brought to the intensive care unit (ICU) until the (B)(6) 2025. She was given IV fluid and insulin. The patient did not know the cgm or bg readings while she was in the ICU. The patient is still in the hospital but in a regular room and currently feeling better with the bg reading of 160mgdl at the time of the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid at the ER. No additional patient or event information is available.